Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported 1122 blower temperature high error code alarm issue. The customer replaced the blower to resolve the issue, and no other anomaly was observed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 device indicating that a blower temperature high alarm (B)(4) occurred when they were attempting to start using the unit at the hospital ward. A hospital me replaced the unit with their unused v60. There was no patient involvement at the time of the reported event. There was no patient or user harmed. There was neither delay in therapy nor medical intervention reported due to the event above. A philips sales representative performed a test run but the reported alarm was not duplicated. It was reported that the unit¿s blower has never been replaced. The cooling fan filter has never been replaced but cleaned periodically. The inlet filter has never been replaced. The main flow filter has been replaced periodically. Further information is pending.